Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt received inappropriate therapy due to afib with rapid ventricular response. It was also noted that the device displayed an error message about "possible output circuit damage" due to an outside source of emi during an open heart procedure. Clinically unresolved.